Event description:
It was reported that the patient experienced pain at the ipg site. As such, surgical intervention took place wherein the ipg was explanted and replaced with a smaller ipg to address the issue. Reportedly, the pocket pain has resolved.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The report of ¿pain at ipg site¿ was not able to be confirmed. Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site and is not device related. The report stated that the ipg was revised to a smaller ipg and that the same pocket site was used during the ipg revision. Pocket pain has reportedly resolved with revision of the ipg and patient reports satisfaction. Analysis of the returned ipg found no physical anomalies, it communicated with all lab utilities and passed all tests on the ate (automated test equipment).